Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged event of the patient's wound having tissue necrosis was related to activ.a.c.¿ therapy system. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2018, the following information was reported to kci by the nurse: the patient's wound had tissue necrosis and the unit would not turn on. On apr 3 2018, kci completed a review of a wound assessment received on mar 22 2018 from the wound care center: the wound assessment completed on mar 12 2018 reported that the patient's wound was slightly larger due to a sharp debridement. No additional information was reported. On feb 16 2018, the device passed quality control (qc) checks and met specifications before placement with the patient. On (B)(6) 2018, the device was placed with the patient. On mar 22 2018, the device was tested by kci quality engineering per qc procedures. The device properly turned on and off when the power button was pressed.